Manufacturer narrative:
Unit received with blank display due to moisture damage on the electronic stack. Unit had moisture damage on the motor. Unable to perform self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, operating currents, prime test, off no power test and excessive no delivery test due to blank display. Unable to confirm missing segments or partial display due to blank display. Unable to verify audio/vibrate anomaly or absence of alarms due to blank display. Unit received with cracked reservoir tube lip, minor scratched display window, cracked case at display window corner, broken belt clip slot, cracked battery tube threads, cracked display window, cracked reservoir tube window and cracked reservoir tube.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call that their insulin pump stopped working. The customer¿s blood glucose level was 148 mg/dl at the time of the incident. Customer stated that after the insulin pump was exposed to rain water, customer noticed moisture under the lcd screen. Customer also mentioned that humming noise was observed after the insulin pump has been exposed to moisture. During troubleshooting, it was reported that customer was unable to run self-test due to insulin pump not working. Customer also mentioned crack next to the reservoir window and insulin pump showed black line across. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.